Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 504 mg/dl. At the time of the report, the customer had not addressed bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.